Manufacturer narrative:
Batch review performed on 10 november 2021: lot 2103089: (B)(4) items manufactured and released on 21-april-2021. Expiration date: 2026-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.